Event description:
It was reported that this lead was explanted and replaced due to intermittent undersensing and total loss of capture. No adverse events to the patient were reported.

Manufacturer narrative:
On 10/5/2018 - we were notified that this lead was capped, not explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.